Event description:
Legal counsel for the patient reported that the patient underwent left total hip arthroplasty procedure (B)(6) 2008. Legal counsel for patient reports allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels and metallosis. Subsequently, legal counsel for patient reports allegations of an unsuccessful revision procedure on (B)(6) 2009 where surgeon was unable to remove all components. It is reported that the revision procedure was postponed until receipt of additional components. A reported revision procedure was performed (B)(6) 2009 where the head, adapter and cup were removed and replaced. Legal counsel for patient alleges a further revision was performed (B)(6) 2012 due to alleged subluxation and near dislocation. The head, adapter, liner and cup were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicates that the revision procedure that took place on (B)(6) 2009 was due to a loose acetabular component. Medical records indicate that the modular head could not be disengaged from femoral stem and revision could not be completed. The revision procedure that took place on (B)(6) 2009 was due to a loose acetabular component and previous unsuccessful revision procedure. Cup, modular head, taper adapter, and stem were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that the patient underwent left total hip arthroplasty procedure (B)(6) 2008. Legal counsel for patient reports allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels and metallosis. Subsequently, legal counsel for patient reports allegations of an unsuccessful revision procedure on (B)(6) 2009, where surgeon was unable to remove all components. It is reported that the revision procedure was postponed until receipt of additional components. A reported revision procedure was performed (B)(6) 2009, where the head, adapter and cup were removed and replaced. Legal counsel for patient alleges a further revision was performed (B)(6) 2012, due to alleged subluxation and near dislocation. The head, adapter, liner and cup were removed and replaced. No further information has been provided. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ and number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." The following sections could not be completed. Date of event - as there were two different occurrences. The dates are as follows: (B)(6) 2009 - unsuccessful revision, no products removed. (B)(6) 2009 - revision procedure to remove and replace with new products. This report is number 1 of 7 mdrs filed for this event (reference 1825034-2013-02782 / 02788). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.